Event description:
It was reported that the nurse received a shock with the controller. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported serial number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for reported part number for the past 3 years found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to electrical short include, but are not limited to: 1. A power surge to the subject controller. 2. Using an improper power cord or improper extension cord, or a loose power connection. 3. A short circuit due to the power board being exposed to saline. 4. Failure of an electronic component inside the subject controller. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.